Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, indication for use. Concomitant products: guide cath: al2; sheath: 6 fr; long 23mm sheath; 7 fr; destination 43 mm sheath; other: angiomax, plavix 300 mg. Event description continued: due to the availability of an adequate 6 to 7 mm stent and adequate length further stenting was not performed; the patient will be observed for 3 to 6 months since he was hemodynamically stable and to see if he has spontaneous closure of the endoleak and/or thrombosis of the pseudoaneurysm. The patient tolerated the procedure well; he was given plavix 300 mg postprocedure and left the cath lab in satisfactory condition. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported the graftmaster was used for treatment of an aneurysm. It should be noted the graftmaster coronary stent graft system instructions for use (IFU) states, the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts.

Event description:
It was reported that using a right groin access approach during a complex structural heart coronary intervention, two graftmaster stents were used to cover a large coronary circumflex pseudoaneurysm. It was noted that there was a long area of what appeared to be a channel or a lake with a focal pseudoaneurysm appearing to be over 15 to 20 mm long. A 4.0 x 19 mm graftmaster (gm) stent followed by an overlapping 4.0 x 16 mm gm stent were used to cover a long area of abnormal flow. The stents were deployed at 14 atmosphere (atm) and then post-dilatated with a 5.0 mm balloon up to 15 atm, yielding an end luminal diameter of approximately 5.2 mm with the stent which was the maximum dilatable size. Post angiography did demonstrate partial sealing of the pseudoaneurysm; however, there was a slight residual flow probably secondary to an endoleak around the proximal stent, which was smaller despite high pressure dilatation in the native circumflex, which was 6 or 7 mm vessel by ivus. Post-ivus imaging, however, did demonstrate good apposition of the stents with a new tubular lumen form and exclusion of the large endoleak pool. It was estimated that the patient had approximately a 90% seal of the pseudoaneurysm, although contrast was still seen to fill slightly into the area. The procedure was successful in view of the improvement in distal flow in the circumflex as well with no complications noted hemodynamically; timi flow improved to timi 3 in a large dominate circumflex system.